Manufacturer narrative:
The reported event was confirmed. The evaluation found that the pouch paper of the package was incompletely printed. A review of the manufacturing process indicated that the process was capable of producing this type of defect. Based on the sample returned, it was confirmed that the manufacturing related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. There was no issue found with the labeling information for this product code. The current labeling is adequate to provide information on the catheter size, product code, product name, sterilization date, expiration date and lot number to the end user. However, the labeling is only adequate for that product when the information is completely printed on the pouch paper. There was no other way for the customer to confirm by the package what catheter they were getting since the information was misprinted. Therefore, in this particular case, the labeling would not be adequate. Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the hospital storekeeper that the product information such as size, batch and expiry date was not printed on the 22 foley catheter packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the hospital storekeeper that the product information such as size, batch and expiry date was not printed on the 22 foley catheter packaging.